Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that 33 year old male patient faced infusion set tubing detachment event. The tubing had disconnected from infusion set which caused severe hyperglycemia. Patient experienced nausea and ketone levels were 0.4 mmol/l at the time of event. Patient took manual injection to address the event and replaced infusion set and recovered promptly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).